Event description:
On (B) (6) 2010, the home patient (hp) contacted baxter's technical service representative (tsr) regarding a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain. (Drain volume (dv) = 656 ml.) (Last fill volume = 2000 ml.) The hp stated that she was not and did not feel empty. The hp then stated that she called her nurse and told the nurse that she was not draining and she still had a lot of fluid and the nurse told her to call baxter. The tsr advised the hp to check the drain line and the patient line for kinks, closed clamps or fibrin. The hp stated all lines were clear and that she did not have any fibrin. The tsr then assisted the hp to reposition herself and the hc machine alarmed again. The tsr then assisted the hp to cycle power off / on the hc machine and end therapy. The hp stated she is going to see her peritoneal dialysis (pd) doctor in the morning. The tsr then advised hp to tell the doctor about not draining. The tsr ended therapy and referred the hp to her pd doctor. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the nurse on (B) (6) 2010 regarding the draining issue, it was revealed that the hp is in the hospital possibly due to overfill. The nurse elaborated that hp has gained about (B) (6) in 5 days. Per nurse, hp was having difficulty getting the fluid out, and that hp reportedly felt bloated and full. The nurse stated that CT scan is being performed to investigate the issue. The nurse stated that after the hp reported the alarm and symptoms, they switched hp to manual therapy. The social worker was contacted and stated that she didn't have information on the draining issue, but did state that the patient received a kidney transplant on (B) (6) 2010. She did not have any additional information, but stated she would call back if additional information became available. Additional information was obtained from the nurse who stated he could not say the patient was overfilled by the cycler. The nurse reported the patient had been getting low drain volumes alarms and reported several of the symptoms stated in the field corrective action (fca) letter she received. As a result, the patient was taken off the cycler and put on continuous ambulatory peritoneal dialysis (capd). The nurse reported that the patient was doing so so on manuals and was then diagnosed with a vaginal leak and was hospitalized on (B) (6) 2010. On (B) (6) 2010, a relative of the patient passed away who was a kidney match and the patient was transplanted. Per the nurse the investigation into the patient's symptoms ended due to the kidney transplant. The patient is home for the hospital and is doing very well. No other information was reported.

Event description:
The facility reported an infusion pump with a malfunction of pump was set to infuse naropin at 100cc at 10cc per hour was suppose to finish in 10 hours it finished in 4 hours 45 min. The event was reported to have occurred during patient therapy where it is unknown if therapy was stopped. The event occurred in the ob area. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.the software version for this device is currently not known.

Manufacturer narrative:
(B)(4). Upon reviewing the device history record, it was determined that all test specifications were met. No issues were identified that may have contributed to the reported incident. Low drain volume alarm. Confirmed in the devices logs. Probable cause: undetermined. Draining issues. Not confirmed in the logs. Assignable cause: undetermined. Patient symptom. Unable to be confirmed in the logs. Issues such as this are patient symptoms in nature and would not be recorded in the logs. Assignable cause: undetermined. Increased intraperitoneal volume (iipv). Not confirmed in the logs. Probable cause: undetermined. A review of the devices logs revealed no failure or malfunction of the device that could have caused or contributed to the reported difficulties. All testing performed during the homechoice rite functional test & homechoice rite electrical safety analyzer test passed.

Manufacturer narrative:
(B) (4). The device was received by the manufacturing plant on 02/02/2010, the event logs were downloaded on 02/03/2010 and then the device was routed for servicing. The device is no longer available for evaluation and therefore the device history, service history and event history tasks have been requested. A follow up report will be submitted when the information becomes available.